Event description:
The b5 submitted via initial MDR report on (B)(6) 2021, is incorrect. Per the clinic, the osia implant system was placed at a new site. This is no longer considered a conversion, but rather an initial surgery for osia implant system. No device malfunction/ explantation or serious injury has occurred.

Event description:
Per the clinic, it was reported that the patient underwent revision surgery on (B)(6) 2021, in order to convert the patient to a transcutaneous osia implant system, due to inflammation at the abutment site. During the procedure, the abutment was removed and an implant was placed on the internal fixture.